Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced dizzyness, skin irritation and swelling. The heart rate was 35 beats per minute. A chest x-ray revealed the lead was mangled and exhibited a sensing anomaly and loss of capture. The lead was explanted.